Manufacturer narrative:
Concomitant medical production: product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(4) implanted: explanted: product type accessory event date is date valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated they hadn't been able to use the implantable neurostimulator (ins) since last wednesday as the controller wouldn't charge. Pt said they'd had controller plugged in to ac power since last wednesday, but still the controller screen showed "cannot charge the device, controller battery too low", even when plugged in to ac power. Pt said they'd reset controller many times. Pt plugged controller in to ac power without li battery and reported screen turned on. Pt inspected battery compartment and said one pin looked bent back. Pt then said their rep gave pt a new ac power supply on friday but that didn't solve the issue, and pt had an extra controller which they put the same li battery in and used the new ac power cord, but that controller would not charge either. Pt said they dropped their controller about 6 months ago and the screen cracked. The issue was not resolved. An email was sent to the repair department to replace the controller and li battery. Additional information was received from a patient (pt) and a manufacturer representative (rep). The rep reported that the pt received a replacement controller and battery pack and is reporting that their controller still won't charge. Caller stated they met with pt the other day and gave them another ac power cord and pt stated the ac power cord did not resolve the issue. Technical services (tss) offered to call pt for further troubleshooting. Pt stated they were not currently home and requested a call back. Patient services (pss) made an outbound call to the pt to assist with connecting the new controller to charge the ins. The pt is able to connect with excellent charge quality - controller is 90% and the ins is empty. Additional information was received from the patient (pt) and manufacturer representative (rep). The ins was explanted and returned to medtronic. Pt described that they had to charge the device all the time and the device wouldn't hold a charge.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory review of this file determined that the explant of the ins was also covered in regulatory report 3004209178-2023-03250. Further updates will be covered in regulatory report 3004209178-2023-03250. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.